Event description:
A medtronic representative reported a navigation system that became unresponsive while on the blue logo screen, after exiting synergy cranial application. The system had been on, and in use, for less than twelve hours. In trouble-shooting, the medtronic representative performed a software re-boot which restored full system functionality. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.